Manufacturer narrative:
(B)(4). This device has been returned. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead became dislodged as a result of the patient suffering from twiddler's syndrome. A revision procedure was performed and this lead was explanted and replaced. The physician elected to suture the device to the pocket to deter from future device manipulation. The lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.